Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw wand, allegedly the wand was sparking intermittently while it was activated. A second wand of the same type was opened, but had the same results. A third wand was opened and successfully completed the procedure without significant delay. There was reported post operative bleeding, however no details were provided post operative bleeding, however no details were provided as to the severity of the bleed or any treatment used.